Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an unrelated procedure. Upon interrogation, the pulse generator exhibited back-up vvi operation. Exposure to electro cautery during procedure was suspected. After a device download, the pulse generator resumed normal function. No patient symptoms were reported.